Event description:
Light fell on registered nurse who was moving light. Nurse was struck on face and suffered lacerations. Nurse was treated and released same day. Nurse returned to work a week later.